Event description:
Revision surgery: due to pain and infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01080; 540-01-001, s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.